Event description:
Pleurx drainage kit ref 50-7510, lot # 0001387887, exp 2023/04/01 when opened and the product was defective and damaged. There was no paper tape to tear off and the tubing was not connected to the suction part of the bottle.